Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that there are air bubbles inside of the reservoir. Customer does not recall any significant events leading to the error. Customer's blood glucose was 85 mg/dl in the morning and 300 mg/dl after breakfast. Troubleshooting found that there was one large air bubble inside of the reservoir. The customer indicated that she did not have the reservoir in place during a rewind. Troubleshooting advised customer how to clear the bubble and appears that the issue was resolved.